Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a generalized complaint of leaking from an unused second spike of a blood administration set with the roller clamp engaged. These leaks occur approximately 20 minutes after the start of a transfusion when the rate is increased from 30ml/hr to 187ml/hr. The clinician in attendance uses a kelly clamp to augment the roller clamp on order to complete the transfusion. There are no specific event dates and no report of patient harm.